Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main board. The main board was replaced and the operational verification testing was performed where the unit passed per manufacturing specifications and was placed back into service. The main board was returned to carefusion's failure analysis laboratory and was able to duplicate the reported issue. The root cause was isolated to the exhaled pressure transducer and will be internally investigated within carefusion.

Event description:
The customer reported that the vela ventilator was set up on a patient and 20 seconds later the ventilator started to alarm "vent inop". The ventilator was removed from the patient and placed onto another ventilator with no patient harm or injury.